Manufacturer narrative:
H6; the reported event, for tip breakage, was not confirmed as the device was not returned for evaluation. Without the device, the root cause cannot be determined. H3 other text : device discarded by customer.

Event description:
It was reported that during a transphenoidal procedure the tip of the device broke. It was also reported that there was no adverse consequences as a result of this event and the procedure was completed successfully. A minor delay was reported of a few minutes to swap out the tip.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a transsphenoidal procedure the tip of the device broke. It was also reported that there was no adverse consequences as a result of this event and the procedure was completed successfully. A minor delay was reported of a few minutes to swap out the tip.